Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and observed that the device logged an event code and would not recognize a shockable rhythm. The cause of the reported issue was determined to be due to a capacitor, c157. The customer was provided a replacement device. The device was archived by stryker.

Event description:
A customer had sent in their device for a non-critical issue with their device. Upon inspection, stryker observed that the device was not detecting a shockable rhythm and was therefore not able to provide defibrillation therapy. There was no patient use associated with the reported event.